Event description:
It was reported inaccurate information was observed on the device during follow-up. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.